Event description:
It was reported by the customer that a pyxis medstation es system refrigerator and drawer required maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by refrigerator and drawer failure. The field service engineer confirmed that work order has been cancelled by the customer.